Event description:
It was reported that the external pulse generator would not shut off without the batteries being removed. The generator was returned for service. It was indicated that there was no patient involvement.

Manufacturer narrative:
Product event summary: analysis was unable to confirm the customer comment that the generator was unable to be turned off unless the batteries were removed. Analysis did find that the upper and lower cases, side bail covers and battery drawer were broken, the ring cover and heart block were contaminated and the ring was bent.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the external pulse generator would not shut off without the batteries being removed. The generator was returned for service. It was indicated that there was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.